Manufacturer narrative:
Date of event: unknown; was not provided. Best estimate (B)(6) 2017 - (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a zxr00 15.5 diopter intraocular lens (iol) was explanted from a male patient's left eye (os) as the patient was unable to see clearly through the multi focal symfony iol, and correction by spectacles did not resolve the visual blur. A new incision was made and the incision was enlarged to remove the implanted lens in whole. The zxr00 lens was replaced with a monofocal lens and reportedly, the patient is appreciating improved vision quality as demonstrated at the one (1) day post operative exam. There was no vitrectomy performed. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 3/7/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint event is not confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.